Manufacturer narrative:
Device was received with a keypad overlay texture damage, and cracked keypad overlay. Device p-cap or test reservoir locked properly in place. Device passed the displacement test and self test. No missing segment or partial display noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Customer stated the battery was changed but the issue was not resolved. Customer stated that insulin pump was dropped. Customer reported crack on left side of the clip railings. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.